Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a rebel bms catheter in two pieces. The balloon was loosely folded and the stent is secure between the markerbands. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. The tip is damaged. There are numerous hypotube kinks. The hypotube is completely separated 88cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-apr-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 16 x 3.50mm rebel stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, the returned device analysis revealed hypotube break.